Event description:
The manufacturer received information alleging an issue with the a ventilator's power cord. There was no harm or injury reported. The device's power cord was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power cord failure was found to be caused by physical damage consistent with that of impact directly to the power cord. The power connector of the cord is damaged in a manner that exposed the pins.